Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was having increased pain/experiencing underdose symptoms and needed oral medications to keep them from being symptomatic. The managing physician attempted side port access and was able to get back 1 cc of fluid but stated that it took a long time. The physician felt that there was a lot of resistance making it very difficult to aspirate, so he wanted to open the implant site to see if there was something causing the restricted flow. He believed that the catheter was occluded somewhere. After opening the pump pocket site, the physician found that there was a severe bend in the catheter, and he stated that it appeared as if the catheter was pushing against the suture anchor site, causing the catheter to have a tight bend. He cut and removed the bent segment, as well as the previous sutures, and there was immediate flow in the catheter. The occlusion was cleared. The catheter was then revised using a pump segment revision kit.